Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cracked/broken occlude feet on the light blue main body. There was dark residue on the main body threads and white twist sleeve clamp. The reported condition was verified. The cause of the damage cracked/broken set could not be determined, however it is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. Is (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body was separated from the white twist sleeve of a peritoneal dialysis (pd) transfer set. This issue occurred at home during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.